Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, about a year and a half ago, he had issues with passing out from low blood glucose and had to be revived. The customer did not indicate the blood glucose level. The customer also mentioned threshold suspend and the 530 g pump. Further troubleshooting was declined by the customer.